Manufacturer narrative:
The event was confirmed by return of the subject device. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual inspection: the device was returned with the insert post fractured from the body of the device. A material analysis has been performed. The report concluded: "in-vivo service related damages to the articulating surface of the insert included burnishing, scratching and third body indentations. These are commonly identified damage modes on uhmwpe inserts. The post fractured in fatigue in the posterior direction. Impingement from the femoral component on the anterior surface of the post likely resulted in the fracture. There was no evidence of manufacturing or material defects on the returned ultra-high molecular weight polyethylene (uhmwpe) tibial insert." Conclusion: material analysis indicated the post fractured in fatigue. The investigation determined the likely root cause of the event to be fatigue failure of the post due to repeated contact with the femoral component during normal use of the device. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that patient was revised on a left knee due to broken tibial insert post.

Event description:
It was reported that patient was revised on a left knee due to broken tibial insert post.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.